Event description:
The customer reported receiving a partial display from the insulin pump after a battery change. The customer was sent a replacement insulin pump. The customer's blood glucose value was 245 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with missing vertical line segments on the lcd due to intermittent connection on the zebra connector. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, or self tests. Unable to verify the battery alarms due to missing vertical line segments. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.